Event description:
It was reported that the surgeon couldn't close the patient's skin after they implanted the original implant. Requested a remake with changes to the design.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Updated: h6, h11 the reported event is considered as confirmed. The investigation showed that the initial implant was designed according to the surgeon¿s instructions and standard procedures, and no device related issue could be identified. The revision implant was successfully implanted without further complications. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.